Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, meaning the clips were falling out of the jaw. Another device was opened and was working, but the middle of some of the clips were not completely closed. The surgeon used all of the clips from this device. Another device was then opened to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m9381d. The analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.